Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8400obe has been producing metal shavings during use. Shavings were removed through shaver and suction; there were no unplanned incisions and the acl case was completed. Additional information obtained 10/15/20: the procedure was an (B)(6) 2020 acl reconstruction. Reporter states: "most, if not all, of the metal shavings were retrieved and removed". Metal shavings were retrieved through the shaver with suction on. No unplanned incisions were needed. The notchplasty portion of the procedure was completed during the point where metal shavings occurred. No further use of a burr was needed after that occurred. There seemed to be no issue with the flow of irrigation during use of the burr. The device is not available to be returned.